Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery (underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and dysgeusia had not resolved. The reporter considered abdominal pain, dysgeusia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: the patient had subsequently sought treatment for her symptoms from her physicians in but was unable to resolve her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.